Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging that the pt's one touch ultra had inaccurate control high results. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the reporter or the pt and sent a letter to obtain further clinical info: the reporter mentioned that pt obtained an inaccurate control high of 143 on (B)(6) 2010. At an unspecified time later, the pt felt very thirsty and tired. Due to the symptoms the pt contacted a home health nurse for advice; however, it is unk what the advise nurse advised the pt. The pt was not tested on another device. The pt was using the correct vial of test strips and control solution. The test strip vial was not cracked or broken. Customer care advocate (cca) walked the pt through a control test and issue was still not resolved. The product was replaced. It is unk whether the pt attempted to test their blood glucose on the meter even though the test strips failed using the control solution. The complaint is being reported since the pt alleged that due to the inaccurate control high result using the control solution, they later developed symptoms of feeling thirsty.